Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left brachium shunt. Using a 4f short sheath and a .018 guide wire, the 7.0x40/80 4f sterling over the wire balloon catheter was inserted from the left antebrachium to the brachium. At the first inflation, it was inflated to 6atm for 60 seconds. The device was repositioned, inflated a second time and it ruptured at 4atm. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)